Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Respond study it was reported that left bundle branch block (lbbb) with first degree heart block occurred. The patient was enrolled into the respond study in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Junctional rhythm was noted post balloon valvuloplasty. On the same day of the index procedure, the patient developed lbbb. Four days post index procedure, the patient was discharged on aspirin and clopidogrel. At the time of reporting, the event was considered to not be resolved. It was further reported that telemetry was used to identify the lbbb and first degree heart block. In (B)(6) 2020, the events were considered resolved with sequelae.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) with first degree heart block occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Junctional rhythm was noted post balloon valvuloplasty. On the same day of the index procedure, the patient developed lbbb with first degree heart block. Hospitalization was prolonged. Four days post index procedure, the patient was discharged on aspirin and clopidogrel. At the time of reporting, the event was considered to not be resolved.